Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an system error was not determined because no products or device logs were returned.

Event description:
It was reported that the nurse reported a system error during a transfer with ems (emergency medical services). The device was turned off and turned back on. The nurse was unable to use the device and had to get a new one. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the nurse reported a system error during a transfer with ems (emergency medical services). The device was turned off and turned back on. The nurse was unable to use the device and had to get a new one. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.